Event description:
Crm received information that this right ventricular lead was explanted one day after implant due to a lead dislodgement. The integrity of the fixation mechanism may have been compromised. A new lead was successfully implanted.